Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the left and right ventricular septum were removed and the left ventricular set screw was removed. The septum was found to be unsecured. The set screw anomaly was consistent with having occurred during the procedure. The cause of the unsecured septum was undetermined.

Event description:
Related manufacturer report number: 2017865-2023-47178. It was reported that the patient presented to the emergency room with a complaint of palpitations, and shortness of breath. An electrocardiogram showed loss of left ventricular capture. A subsequent chest x-ray revealed that the left ventricular (lv) lead had dislodged. The patient was scheduled for revision. During the procedure the setscrew of the implantable cardioverter defibrillator was loosened and fell out of the device header, and onto the floor. Both the lv lead and device were explanted and replaced. The patient was discharged in stable condition.